Event description:
It was reported the patient's lead is fractured. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.